Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to an infection of methicillin-resistant staphylococcus aureus (mrsa). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal lead segment was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.